Manufacturer narrative:
Other relevant components include: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004: product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving 50mg/ml dilaudid at 37m g/day via an implantable infusion pump for an unknown indication for use. The patient reported they recently fell and since had an increase in pain. The doctor increased the overall daily dose, and added boluses, but the patient reported no relief. The doctor refilled the pump and the volume was accurate. The doctor then checked the catheter access port and found they could not aspirate and no cerebrospinal fluid was noted. A fall was reported as an environmental/external/patient factors that may have led or contributed to the issue. The patient had an increase in bolus amounts about a week prior to the scheduled refill and they were not helpful. The manufacturer was notified and would be at the next refill appointment and catheter access port check. The doctor resumed the patient's previous pump setting following the refill and would refer the patient to a surgeon for a catheter replacement. The issue was not resolved at the time of the report. Surgical intervention did not occur, but was planned. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticip ated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The indications for use were non-malignant pain and failed back surgery syndrome.